Manufacturer narrative:
A visual examination of the returned device found no visible issues. Additionally, an electrical safety examination as well as functional testing was performed; no issues were identified. The condition of the returned incident device showed no evidence of either the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
(B)(4):the device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.(B)(4)

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03636 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the generator stopped working and was not able to be powered back on. Although the user suspected an issue with both devices, it is not currently known if the electrode contributed to the generator issue. However, there were no issues visible with the electrode. The procedure was completed with another rf 3000 radiofrequency generator and leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03636 addresses the other device.it was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011.according to the complainant, during the procedure, the generator stopped working and was not able to be powered back on. Although the user suspected an issue with both devices, it is not currently known if the electrode contributed to the generator issue. However, there were no issues visible with the electrode. The procedure was completed with another rf 3000 radiofrequency generator and leveen needle electrode.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.